Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) lost waveforms on the right side of the screen. They stated that the room has a module failure and disconnecting the bsm-1700 and reconnecting this unit resolves the issue. They stated that this happens often. We had inquired if there were error messages displayed on the devices and requested device information, but they have not responded back. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device information: the customer stated that they are using a bsm from the bsm-1700 series, but they did not provide the actual model or serial number of the devices being used with the cns.

Event description:
The biomedical engineer reported that the central nurse's station (cns) lost waveforms on the right side of the screen. They stated that the room has a module failure and disconnecting the bsm-1700 and reconnecting this unit resolves the issue. They stated that this happens often. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) lost waveforms on the right side of the screen. They stated that a room had a module failure. Disconnecting the bsm-1700 and reconnecting this unit resolved the issue. They stated that this was happening often. No patient harm or injury was reported. Investigation summary: logs of the event were requested from the customer, but none were received. The model and serial number of the device was also not provided. Based on the available information, a definitive root cause could not be identified. However, multiple devices dropping off the cns at the same time suggests that it might be a network issue. Network related equipment (i.e., network switch or access point) may have malfunctioned or failed. If the bsms involved in this ticket were connected to the network through wireless connection, network interference may have also contributed to the reported issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) lost waveforms on the right side of the screen. They stated that the room has a module failure and disconnecting the bsm-1700 and reconnecting this unit resolves the issue. They stated that this happens often. No patient harm was reported.